Manufacturer narrative:
Correction to the initial MDR in date received by MFR.

Event description:
A report was received that the patient had difficulty charging ipg. It was noted that the ipg may had some fluid between ipg and charger, potentially a hematoma and swelling. The patient was instructed to apply ice with a brace. The patient underwent a revision procedure. The patient was reportedly doing well.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging ipg. It was noted that the ipg may had some fluid between ipg and charger, potentially a hematoma and swelling. The patient was instructed to apply ice with a brace. The patient underwent a revision procedure. The patient was reportedly doing well.